Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover, and slices at the fantail and along the lead. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed some electrodes were broken within the electrode pocket. In addition, cut wire were observed at the fantail and broken wires were observed along the lead which are believed to have occurred during revision surgery. System lock was verified. Advanced electrical testing performed on the device showed lower than typical range on some of the electrodes. It is the opinion of advanced bionics explant review board that some of these electrode test results should be considered as failures. The device passed the mechanical test performed. The failure of this device can be attributed to electrode short in the electrode pocket of the device. A corrective action was initiated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a decreased performance. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.